Event description:
Consumer complained that the product caused his face to swell up after use. The doctor he saw said that he was allergic to something in the product.

Manufacturer narrative:
Sheffield pharmaceuticals will conduct an in-depth investigation of the complaint issue.